Event description:
It was reported to vyaire medical that the bellavista ventilator tube got disconnected from ett (endotracheal tube) and fell on floor. The adapter section in vent circuit was completely split. The patient was manually ventilate with bag valve mask. Patient was desaturated to 64% and quickly recovered after bag valve mask ventilaton.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. A visual inspection showed that the sensor head is broken in 2 pieces. The ultrasonic weld was inspected and found an inadequate amount of bond throughout the sensor head seam. A combination of physical damage and a not so thorough ultra-sonic weld of the sensor head seam contributed to the reported issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.